Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported an infection that was red, swollen, dark pink in color, warm to the touch, the size of a quarter, and had a lump in it. There was also drainage of yellowish green pus. She went to the emergency room and was put on antibiotics. She was also given tramadol for pain and ondansetron odt 8mg for nausea. The ER ran a biopsy, told her to put on a hot compress, and gave her tylenol for a slight fever.